Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 812:02 which interrupted delivery. According to a technician, the device had been infusing for three hours forty-eight minutes and thirty-nine seconds (3:48:39) when the first interruption; the device had been infusing for one hour thirty-three minutes and fifty-five seconds (1:33:55) when the second interruption; and thirty-six minutes and thiry-six seconds (36:36) when the third interruption occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92) .

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced. The assignable cause was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.